Event description:
Related manufacturer report number: 3006705815-2022-13621, 3006705815-2022-14375. It was reported that during the patient's ipg replacement procedure on (B)(6) 2022, both leads had impedance issues so they were explanted and replaced as well. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.